Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the broken top jaw being returned with the device? No information. Or, was the broken to jaw discarded? No information. Did the surgeon attempt to manually open the jaws with his fingers? No information. If no: was the device on a vessel/artery when it would not open? No. This event was confirmed before use for the patient. If yes, how was the device removed? (I.e. Cut off, forced opened) na. If cut off, did this cause a change in the plan of care for the patient? Na. Did the removal cause any damage to the vessel/artery? Na. If yes, what is the damage and how was the damage repaired? Na. Did the surgeon continue the case with this same device? No, another device was used to continue the case.

Event description:
It was reported that before an unknown open procedure, the jaws did not open when the device started to be used. After that, the upper jaw was broken off when the device was checked outside the patient. No pieces fell into the patient. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade fractured and slightly lifted. In addition, the device was returned with the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.